Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor low signal was observed. The watermark was not observed at the base of the tail. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Sensor was placed into the pcba test fixture to perform smu (source measurement unit) testing, however unable to perform smu testing. Damage was observed on molex and antenna on the pcba (printed circuit board assembly). Visual inspection has been performed on returned sensor and no issues were observed. Attempted to extract data from returned sensor. Sensor did not read. The returned battery voltage was measured to be within specification range. Returned sensor was de-cased and performed visual inspection on sensor¿s pcba (printed circuit board assembly); damage was observed on the antenna and molex connector due to de-casing. Unable to be re-soldered/repaired the antenna as the solder pads coming away from the pcba. Unable to perform smu testing without the molex connector and antenna connected due to this damage. Therefore no further investigation can be conducted for this particular complaint. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device all pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section g3 (date received by mfg.) Was incorrectly updated in follow up report #1. Correct g3 date is 12-sep-23. Correction has been made.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor low signal was observed. The watermark was not observed at the base of the tail. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. The returned sensor didn¿t communicate. Damage was observed on molex and antenna on the pcba (printed circuit board assembly). Visual inspection has been performed on returned sensor and no issues were observed. Attempted to extract data from returned sensor. Sensor did not read. The returned battery voltage was measured to be within specification range. Returned sensor was de-cased and performed visual inspection on sensor¿s pcba (printed circuit board assembly); damage was observed on the antenna and molex connector due to de-casing. Unable to be re-soldered/repaired the antenna as the solder pads coming away from the pcba. Issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device all pertinent information available to abbott diabetes care has been submitted.